Event description:
It was later confirmed that there was no catheter issue. It was noted that the exact underdose symptoms were unknown.

Event description:
It was reported that there was underdosing due to the volume discrepancy with an expected volume of 5 ml and an actual volume of 18 ml. The pump was reportedly explanted. The patient was described as alive with no injury at the time of report. The patient reportedly experienced underdose symptoms at the device pocket. The pump was delivering morphine and bupivacaine. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the patient experienced withdrawal. There was a history of magnetic resonance imaging (MRI). The cause of the stall was unknown. The patient was doing well and receiving effective therapy. It was reported that there was a motor stall on (B)(6)2014 at 8:04 a.m. And a motor stall recovery on the same date at 8:39 a.m.

Manufacturer narrative:
Analysis of pump, serial number (B)(4), found pump motor gear train anomaly, stall due to shaft-bearing. Analysis found a gear train anomaly from corrosion, wear and/or lubrication. Correction: the analysis finding, ¿s1 shaft wear with no lubrication¿ was inadvertently applied; this finding does not apply to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (s/n: (B)(4)) found a gear train anomaly from corrosion, wear and/or lubrication. There was s1 shaft wear with no lubrication. There was corrosion on the top side of gear wheel three. There was shaft wear on the lower shaft of gear 2.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).